Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The physician reported via phone call that the customer had a hypoglycemic episode on (B)(6) 2015, requiring hospitalization. Customer's blood glucose was unknown at the time of hospitalization. The customer was treated with an IV for their blood glucose. It was found the customer had too much insulin, leading to their low. The caller also stated the customer could not be woken up due to their low blood glucose. The caller also reported the customer had a compromised force sensor system alarm. It was also found the time was incorrect on the customer's insulin pump. Troubleshooting found the customer's drive support cap appeared to be normal. Customer could not recall pressing on the cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer declined to return the product for analysis.